Event description:
Styrofoam from sterile medline major pack tray sticking to suction tubing allowing for the potential for the introduction of a foreign body inside the patient. This issue has been addressed numerous times in the past with the transition to plastic trays to occur. FDA safety report ID# (B)(4).